Event description:
The dentist reported the fixture remover screw fractured. The fixture remover screw (frs25) fractured during implant removal and the fracture screw remained inside the fixture remover (fr415).